Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and patient complications are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. During the procedure, it was reported that vessel dissection occurred in the right internal carotid artery (ica). No treatment was performed; however, the outcome was reported to be resolved. The patient's current condition was reported as persistence of left hemiplegia with hemineglect and the patient was transferred to a rehabilitation center. The event was reported to be related to the procedure and unrelated to the device. No further information is available.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. During the procedure, it was reported that vessel dissection occurred in the right internal carotid artery (ica). No treatment was performed; however, the outcome was reported to be resolved. The patient's current condition was reported as persistence of left hemiplegia with hemineglect and the patient was transferred to a rehabilitation center. The event was reported to be related to the procedure and unrelated to the device. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. During the procedure, it was reported that vessel dissection occurred. No treatment was performed; however, the outcome was reported to be resolved. The event was reported to be related to the procedure and unrelated to the device. No further information is available.